Event description:
Doctor revised a patient for dislocation of a constrained liner in a total hip. During surgery it was seen that the constrained insert was intact and the entire constrained construct was detached from the trident psl shell.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown trident psl shell. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.